Event description:
Customer is receiving readings of 400 & 45 mg/dl completed within 10 minutes on one adc meter. Customer reported that the readings seem higher than she feels. Tests were performed on the finger. Results when plotted on a parkes error grid fell into the "c" zone showing the difference to be clinically siginificant. There was no report of death, serious innury or mistreatment associated with this event.

Manufacturer narrative:
Customer returned meter serial number c-d220-31370. Returned meter performed in accordance with manufacturer's instructions for use. Customer's complaint of erratic readings was not duplicated during testing. The freestyle blood glucose readings reported by the customer were not found in the meter internal log.